Manufacturer narrative:
Batch review performed on 07.feb.2020: lot 177446: (B)(4) items manufactured and released on 01-mar-2018. Expiration date: 2023-02-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
Revision surgery needed after 10 months from the primary due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the insert. The surgery was completed successfully.